Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. G6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. This is one of two related medwatch reports. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, degeneration was confirmed based on reviews of the provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, 'approximately 3 years and 10 months following a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 (s3) ultra valve, the valve was explanted and replaced with a surgical valve.' Additionally, the medical records noted that the 26mm s3u valve had 'degenerated' over the nearly 4 years since its implantation. In this case, the patient had a medical history of hyperlipidemia and diabetes which are known factors that may increase the risk of valve calcification leading to early valve degeneration/deterioration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by implant patient registry, approximately 3 years and 10 months following a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 (s3) ultra valve, the valve was explanted and replaced with a surgical valve. Per the medical record, the aortic valve explant was due to ''av disorder'' and coincided with the explant of a 29mm s3 valve-in-valve in the mitral position, approximately 1 year 7 months post valve-in-valve procedure, which had migrated, leading to obstruction of the left ventricular outflow tract.